Event description:
It was reported that during a distal gastrectomy, the patient had previously undergone rt hepatectomy and had liver adhesion, so the surgery was performed using a robot. Gastrectomy was performed starting from the proximal side. Sureform was used at this time, and when doing the distal side, it was converted to open and echelon3000 was used when making the dudeonal stump. Blue cartridge was used, but misfiring occurred. After firing, the tissue on the exiting side was stapled well, but the remaining side did not form a b shape, and a malfunctioned staple formation was formed. The procedure was delayed by 20 minutes and completed successfully.

Manufacturer narrative:
(B)(4). Date sent: 8/4/2025. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is meant by fragments generated? What were the fragments (staples or other)? Were the fragments removed? If so, how were they removed? What were the shape of the malformed staples? Were any noises heard during the firing? Was the conversion to the open procedure due to the use of the echelon 3000 stapler? Are any photos or video available? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/24/2025. D4: batch # 406d28. Investigation summary- the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with no apparent damage, with a tyvek, and with a gst60b reload present. The reload was received fully fired. Upon evaluation of the reload body was noted misaligned from left side. Additional, the reload pan was removed to verify the integrity of the internal components and no abnormalities were found. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that the damage noted on the returned reload was due to improper handling of the reload. The device event log was reviewed. The log indicates that no suspect power cycles were noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 406d28, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 8/26/2025. Additional information was requested and the following was obtained: what is meant by fragments generated? It was the malformed staples. What were the fragments (staples or other)? It was the malformed staples. Were the fragments removed? Yes, but partially removed. If so, how were they removed? Pick those up with the instrument what were the shape of the malformed staples? Please, refer the attached pic. Were any noises heard during the firing? No. Was the conversion to the open procedure due to the use of the echelon 3000 stapler? Yes, it did. Are any photos or video available? Yes, attached.